Event description:
This report pertains to one of three devices used during the same procedure. Associated manufacturer reports #3005099803-2012-01075 and # 3005099803-2012-01129 pertains to the other devices. It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a sling placement procedure on (B)(6), 2010. There were no complications during this procedure. According to the complainant, the patient experienced abdominal, pelvic and leg pain; dyspareunia; and bleeding post procedure (exact nature and dates of onset unknown). On (B)(6), 2010, a different physician found approximately 3 mm of mesh protruding through the anterior apical vaginal wall. On (B)(6), 2010, the patient had corrective surgery to remove the extruded mesh. On (B)(6), 2010, an exam at a different hospital determined that there was further mesh extrusion and the patient had another corrective surgery to remove the extruded mesh. It was reported that after this date, the patient had two more corrective surgeries to remove extruding mesh. The patient's current condition is unknown. All other information is unknown and reportedly unavailable.